Manufacturer narrative:
The item has not been returned by the facility, therefore, no evaluation can be done.

Event description:
Allegedly, per medwatch report mw5093927, during a laparoscopic procedure, one of the grasper tip fell into the patient, the tip was removed, x-ray was performed and nothing remained in the patient, no other intervention was required.